Manufacturer narrative:
Analysis concluded the stim lead (B)(4) had no anomalies found. Analysis concluded the stim lead (B)(4) had no significant anomalies, with the lead body conductor being broken due to overstress/damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va12ydt, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 3889-28, lot# va130qy, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the lead had been in the patient for a month and was not giving them symptom relief. Impedances were checked before the procedure and the electrodes showed greater than 4,000 ohms on all electrodes. A lead revision occurred on (B)(6) 2016 and during the revision it was discovered the lead seemed to have been split around the battery insertion site. The plastic insulation had split near the top of the lead, which they could do nothing about, and the rep did not know what the issue was before going into surgery. A new lead was implanted and after tunneling the lead from the insertion site to the battery the lead was hooked up. Electrode #1 had less than 15 ohms and it would not clear. They took the lead out of the battery four times, cleaned it, and checked the battery for debris. They turned up the amplitude to clear it and nothing would work. The replaced the second lead and all electrodes were properly tested, impedances were clear and okay, resolving the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.